Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the reader had no telemetry, it was stuck before the progress bar reaches halfway of the end. The caller also mentioned an orange light on the mobile monitoring application but the reader itself only shows the green and blue lines as intended. It was noted that the patient uses a compatible phone that has worked before over the years. The batteries were replaced recently and dry washcloth was used between the reader and the patient's chest. No bluetooth devices nearby or connected to the phone. The phone was power cycled but telemetry was unsuccessful. No error codes were described by the caller on the application. Advised to have the device checked at the doctor's office. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.